Event description:
It was reported that in preparation for a carotid stenting treatment procedure, stent damage was noted. The carotid wallstent 10.0x24mm was removed from the dispenser hoop and the stent was noted to be "curved". The procedure was completed with another of the same device. No patient complications or injuries were reported. The patient status is stable.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluation by manufacturer: a visual examination of the returned device found that the stent was fully mounted and there was a slight bend in the catheter in the location of the mounted stent. There were no other issues noted with the profile of the device. The device was returned within its packaging tray and the packaging mandrel was returned inserted through the tip of the device. The manufacturing batch record review confirmed the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
It was reported that in preparation for a carotid stenting treatment procedure, stent damage was noted. The carotid wallstent 10.0x24mm was removed from the dispenser hoop and the stent was noted to be "curved". The procedure was completed with another of the same device. No patient complications or injuries were reported. The patient status is stable.